Manufacturer narrative:
(B)(4): eval summary: the hand piece was returned in good physical condition. The instrument was tested on a gen04 and resulted on an error code 3. It no longer meets design specifications for continuity. The instrument was disassembled, a torn acoustic isolator and moisture were found on the internal components. The hand piece was a number of seals to prevent fluids from entering the housing. "Moisture ingress" describes a condition where water vapor enters the hand piece cavity during the steam sterilization process. The hand piece is exposed to steam at high pressure. If steam enters the hand piece housing, it results in moisture inside the hand piece when the warm air condenses. This condition is typically noted by oxidation of the aluminum parts inside the housing. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal. There are a number of causes for loss of compressive force on the distal seal, including but not limited to, number and type of sterilization cycles, improper handling (drops) and over torquing during use. The damage to the acoustic isolator is not decremental to the performance of the instrument. The continuity failure was a result from the moisture ingress to the instrument.

Event description:
It was reported that before an unk procedure, no function, no further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.